Event description:
It was reported that: "during the first attempt to insert the guidewire, the guidewire became kinked and could not be pulled out from the ars. The physician removed the ars together with the needle and the guidewire. On the second attempt, a new guidewire was used, but this guidewire was also found to be kinked. The guidewire was replaced with a new one but was not successfully placed. This guidewire issue caused the patient to undergo repeated punctures of the central vein, increasing the risk of side injury and presenting a significant risk of the guidewire breaking into the vessel. The patient subsequently developed an infection associated with the product but no longer experienced a fever after the catheter was removed". The patient condition is fine and no medical intervention was required. The associated emdr numbers are 3006425876-2024-01269, 3006425876-2024-01266 and 3006425876-2024-01270.

Manufacturer narrative:
(B)(4). Section b.5.-event description corrected to: it was reported that: "during the first attempt to insert the guidewire, the guidewire became kinked and could not be pulled out from the ars. The physician removed the ars together with the needle and the guidewire. On the second attempt, a new guidewire was used, but this guidewire was also found to be kinked. The guidewire was replaced with a new one, but was not successfully placed. This guidewire issue caused the patient to undergo repeated punctures of the central vein, increasing the risk of side injury and presenting a significant risk of the guidewire breaking into the vessel. The patient subsequently developed an infection associated with the product but no longer experienced a fever after the catheter was removed". The patient condition is fine and no medical intervention was required." The customer returned one, opened cvc kit. Signs of use in the form of biological material were observed on the guide wire. Visual analysis revealed that the guide wire was unraveled and contained two major kinks. Microscopic examination confirmed the damage and revealed that the core wire separated directly adjacent to the distal weld. The distal and proximal welds were full and spherical. No other defects or anomalies were observed. The major kinks on the guide wire measured 230mm and 262mm. The guide wire from the proximal weld to the broken core wire measured 601mm in length, which is within the specification of 596mm-604mm per the guide wire product drawing. The outside diameter of the guide wire measured 0.803mm, which is within the outer diameter specification of 0.788mm-0.826mm per guide wire product drawing. The returned guide wire was unable to pass through the ars/introducer needle subassembly due to the severity of the damage. A lab inventory guide wire was inserted through the ars/introducer needle subassembly. The guide wire passed with no resistance. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the proximal weld was intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of an unraveled guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the distal end. Despite the damage, the guide wire met all relevant dimensional requirements. Likewise, the ars and introducer needle subassembly met all relevant functional requirements, and a device history record review did not reveal any relevant findings. No manufacturing defects were found during this investigation. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "during the first attempt to insert the guidewire, the guidewire became kinked and could not be pulled out from the ars. The physician removed the ars together with the needle and the guidewire. On the second attempt, a new guidewire was used, but this guidewire was also found to be kinked. The guidewire was replaced with a new one, allowing the central venous catheter to be successfully placed. This guidewire issue caused the patient to undergo repeated punctures of the central vein, increasing the risk of side injury and presenting a significant risk of the guidewire breaking into the vessel. The patient subsequently developed an infection associated with the product but no longer experienced a fever after the catheter was removed".